Event description:
The cartridge was returned for loss of prime warnings. During evaluation, the cartridge was observed to be cracked at the luer connection. This report is made based on the results of evaluation.

Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(4) 2011. (B)(6). The cartridge was returned to animas for evaluation. Upon inspection the cartridge was found to have a damaged luer connection.